Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient underwent unicompartmental knee arthroplasty revision due to a fractured femoral component.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A photo was provided showing the implant was fractured through, thus confirming the complaint issue. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.